Event description:
It was reported to medtronic neurosurgery that the main system stopcock on the duet edms had detached. Reportedly, there was no issue with the pt and the device was replaced with a competitor product.

Manufacturer narrative:
The returned device was patent. It did not meet the requirements for leak testing due to the drainage bag inlet port being disconnected from the drainage bag. There were cracks noted on the drainage bag inlet port. The patient line tubing and the drainage bag was not returned. The glued male luer above the drainage bag stopcock was found to be unscrewed. Also, the drainage bag connection was found to be stuck and could not be unscrewed. There were tool marks noted on the connection. The instructions for use that accompany the device caution that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur.¿ it is also cautioned that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, allow to air dry completely prior to connecting the system.¿ a review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The product has not been returned. Therefore an eval of device performance was not possible. A review of the mfg records showed no anomalies. Add'l pt info: it was also reported that the pt previously had a shunt for hydrocephalus which was blocked and replaced by the duet edms. It is unk whether the shunt was a medtronic product.